Event description:
It was reported that the user experienced a low blood glucose event during sleep while using the ilet system; no device component involvement or specific device malfunction details were available. Symptoms included insufficient clinical information to characterize the hypoglycemic episode. Outcomes included insufficient information to determine the impact of the event. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and provided insufficient information to identify a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.